Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing due to post sensed t wave oversensing. The oversensing was not reproducible in clinic. Programming changes were made. The patient was stable and will continue to be followed.